Manufacturer narrative:
After further review, it was determined that this event has not and is not likely to cause death or serious injury, and therefore this event is no longer reportable. Technical service provided the safety data sheet to the customer. There was no adverse effect to the patient/customer. Please see the following field for corrections: h6 b and d codes h3 other text : other - device not returned; single use.

Event description:
The customer reported accidental exposure to the reagent of an ID now covid-19 2.0 assay on 23jun2023. Per the customer, the sample cartridge was already open, and the reagent solution got on their hands. The customer reportedly washed their hands with plenty of water and there was no additional action needed. There was no harm due to the reagent exposure.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Technical service provided the safety data sheet to the customer. There was no adverse effect to the patient/customer. A supplemental report will be provided if any additional information is obtained. The reported issue is anticipated in nature and severity for ID now covid-19 according to risk documentation. No new risk has been identified. H3 other text: other - device not returned; single use

Event description:
The customer reported accidental exposure to the reagent of an ID now covid-19 2.0 assay on (B)(6) 2023. Per the customer, the sample cartridge was already open, and the reagent solution got on their hands. The customer reportedly washed their hands with plenty of water and there was no additional action needed. There was no harm due to the reagent exposure.